Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma - late.

Event description:
Patient reported a side unspecified late seroma. The device has been explanted.

Event description:
Healthcare professional later confirmed left side "pain and hardening of the left breast, with us showing liquid accumulation."

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024. Additional, corrected and/or changed data: d.6b.

Event description:
Patient reported left side late seroma, pain and hardening of the left breast, with us showing liquid accumulation. Device was explanted.